Manufacturer narrative:
1. DHR/bhr review(lot#2018033): 1)this batch of products were assembled at intima ii auto line 4 in february 2022, and packaged at r240 package line in february 2022. Work order quantity was 33,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received, and the specific leakage site and damage state of the indwelling needle cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect state of the complained sample cannot be confirmed, the root cause of the bleeding at the end of the needle cannot be determined. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: radiology nurse placed a closed IV indwelling needle on a patient in preparation for an enhanced exam, and upon completion of the puncture, found that there was bleeding from the end of the needle, and bleeding blood was evident within the dressing.